Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a leak was observed in a new, unused e-pump enplus kangaroo enteral feeding bag just below the insertion point where tubing projects from the screw-in portion to the tube feed bottle/container. The feeding solution leaked from the bag and onto the floor around the equipment including the patient's bed.